Event description:
Boston scientific received information that the non-bsc right atrial (ra) lead dislodged. A revision procedure was performed. The following day, the patient was presented in the ER with four inappropriate shocks due to noise on the right ventricular (rv) lead detected as ventricular fibrillation (vf). The device was programmed off. All rv lead measurements were within acceptable limits, however, loss of capture was observed on the rv lead at maximum outputs. The patient was not pacer dependent, therefore, no syncope was observed. Pacing inhibition was observed and the patient's heart rate decreased to as low as 40bpm. The device was reprogrammed to help provide additional pacing support. The noise was reviewed and observed to be possible air bubbles and/or a connection issue. The patient was admitted to the hospital. A revision procedure was performed. It was found that the new ra lead was plugged into the rv pace/sense port. The device was disconnected and reconnected in the proper fashion and the pocket was closed. Tachy therapies were programmed on and the patient was subsequently discharged.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.